Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. Test strip lot # 1020214204 expiration date: 3/2017, 7/31/2016. Control solution lot # none. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips will be returned for evaluation. Not returned to manufacturer.

Event description:
Mr. (B)(6) called in for his wife, concerned about the about her high bg results. Results in question were obtained directly from meter memory : (B)(6) 2015 at 12:52 am blood glucose 292 mg/dl; (B)(6) 2015 at 04:52 am blood glucose 247 mg/dl; (B)(6) 2015 at 09:19 am blood glucose 264 mg/dl . Fasting result the consumer reported, "....she took an extra 9 units of insulin then had 2 yogurts...." On (B)(6) 2015 at 12:43 pm blood glucose 280 mg/dl.